Event description:
It was reported that patient presented at the hospital with heart failure symptoms on (B)(6) and was admitted for further evaluation. Upon review of merlin.net transmissions, the implantable cardioverter defibrillator had several non-sustained rv lead oversensing episodes seen via stored electrograms. Upon further interrogation, the oversensing was due to intrinsic atrial sensing issues and inappropriate programming. Programming changes were made to the device. The patient was stable post event.